Manufacturer narrative:
The reported event was confirmed through evaluation and archive data review of the autopulse platform (sn 41231). The root cause is due to a defective load cell. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. The archive data was reviewed and contained a ua 7 error message on the reported event date of (B)(6) 2018. A load characterization check was performed and identified a defective load cell. As part of routine service during testing, the device was examined and found physical damage on the top cover and the load plate cover. This issue is attributed to mishandling and not related to the ua 7 error message. After replacement of the load cell, the platform was further functionally tested and displayed a ua 41 (patient temperature sensor failure) error message. It was indicated that this issue is due to a damaged temperature sensor and not related to the ua 7 error message. Upon customer approval, the physically damaged covers and the temperature sensor will be replaced and the device will be further tested to full specification. Historical records were reviewed for service information related to the reported complaint and ccr (B)(4) was reported on (B)(6) 2016 for the autopulse platform with serial number (B)(4) for the same issue of a ua 7 error message due to a defective load cell.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient was involved.